Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for no additive was not observed as all samples met specifications. A review of the device history records (DHR) was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that total 10 patients¿ blood sample clotted in the bd vacutainer® plus citrate tubes , these 10 patient needed to have blood re-drawn. Hospital checked 1 sample (363095/ 6277528) and found 30 bd vacutainer® plus citrate tube with light blue bd in this sp without additive. No serious injury or medical intervention reported.